Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12134.

Manufacturer narrative:
The complaint for ineffective stimulation was confirmed. As received, one of the two leads received had a bent area with all conducting wires broken. The other lead was in good condition and passed functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.